Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - a continuous alarm was observable both visually and through hearing. The teslaspy alarmed (teslaspy red cross led lights up). - no device log files (service log, error log, event log teslaspy log) were provided to hamilton medical ag. It is unknown whether this event is due to the exposure to magnetic field or the false positive red x alarm. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. A continuous alarm was observable both visually and through hearing. The teslaspy alarmed (teslaspy red cross led lights up). No device log files (service log, error log, event log teslaspy log) were provided to hamilton medical ag. It is unknown whether this event is due to the exposure to magnetic field or the false positive red x alarm. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device generated an "alarming teslaspy" event. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. A replacement teslaspy board was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the teslaspy board, as no further issues have been reported.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - a continuous alarm was observable both visually and through hearing. The teslaspy alarmed (teslaspy red cross led lights up). - no device log files (service log, error log, event log teslaspy log) were provided to hamilton medical ag. It is unknown whether this event is due to the exposure to magnetic field or the false positive red x alarm. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.